Manufacturer narrative:
Examination was not possible, as the devices were not returned. A review of the device history records for each lot number found no manufacturing issues. A complaint database search found no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to pain, found patient has an allergy to cobalt and cup did not ingrow.